Event description:
A peritoneal dialysis (pd) nurse reported that a patient found fluid in the cycler after completing pd treatment. Pd nurse had no other information on the leak just that the cassette was leaking. Pd nurse did not have any supplies information. The leak event was a few days prior to the nurse's reporting day and the nurse clarified that there was no harm, intervention or adverse event noted for the patient. The nurse was adamant that the patient's cycler should be replaced.additional information was requested, but none was received. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient found fluid in the cycler after completing pd treatment. Pd nurse had no other information on the leak just that the cassette was leaking. Pd nurse did not have any supplies information. The leak event was a few days prior to the nurse's reporting day and the nurse clarified that there was no harm, intervention or adverse event noted for the patient. The nurse was adamant that the patient's cycler should be replaced.additional information was requested, but none was received. The cycler is available to return.